Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v027287, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. The patient had burning, frequency, and urgency. The patient was positive for leukocyte esterase in urine. Antibiotics were administered and the event resolved without sequelae.